Event description:
Boston scientific received information that this transvenous right ventricular lead did cause or contribute to perforation of the patient's heart wall. Initially the implant had been straight forward getting across the valve and placed in a low septal position, but then outstanding sensing and loss of capture were observed. The implanting physician pulled back on this lead and then re-advanced it which is when the perforation is suspected to have occurred. An echocardiogram was done which identified a large perfusion. This lead was noted to have had a peculiar angulation upward.

Manufacturer narrative:
Subsequently, the patient had pericardiocentesis performed followed by a full sternotomy. The boston scientific local area sales representative stated that the lead would be returned. The sales representative also noted that the physicians performing the sternotomy had no allegation against this lead, having noted that the body tissue they were working with was paper thin. The sales representative was also able to confirm that the patient is alive and well. Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The curved stylet was returned stuck in the lead and had to be removed with manipulation and some force. The lead was noted as straight after removal of the curved stylet. The helix was noted as retracted. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations of patient perforation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.